Event description:
Patient #2. The autopulse platform (serial #unknown) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) during patient use. Per reporter, the user was able to clear the ua07 error message after replacing the newer version (cloth band) lifeband with the older version (plastic band) lifeband. No further information was provided. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR report: MFR 3010617000-2021-00116 for patient #1 lifeband and MFR 3010617000-2020-01334 for patient #1 autopulse platform.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Patient #2: the autopulse platform (serial #unknown) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) during patient use. No further information was provided. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR report: MFR 3010617000-2020-01334 for patient #1 under (B)(4).